Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) and transvenous defibrillation lead was oversensing resulting in non-sustained episodes. Patient received three shocks while straining stomach muscles, which was reproducable.